Manufacturer narrative:
An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the plastic part surrounding the hook tip on the permanent cautery hook (pch) broke and fell into the abdominal cavity. They had to retrieve fragments during surgery. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The instrument was moving after cauterizing when the device fragment fell inside the patient. The instrument was in use for 10 minutes when the issue occurred. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The fragment did not fall inside the patient due to an instrument tip/accessory collision. The instrument was removed prior to the breakage with the wrist straightened prior to removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, the wrist was straightened, the surgical staff did not feel any resistance while removing the instrument through the cannula and there was no damage noted to the cannula or the instrument. The staff performed a visual inspection to check for remaining fragments. No additional surgical procedure was required to remove the fragments. No post-operative tests like an x-ray or ultrasound were performed. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument is available for return; however, the fragment is not.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken hook cautery insulator. Broken pieces were not returned with the instrument. The components surrounding the hook did not exhibit abnormal sharp edges or damage that would have contributed to the failure reported.